Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
It was noted that a separate MFR report number 2955842-2025-30130 was submitted to capture the allegation of damaged cable on same instrument. Therefore, section h10 was updated to include MFR report number 2955842-2025-30130. Correction(s): the event date was updated to (B)(6) 2025 based on the event logs. As per the log review, the instrument was last used on (B)(6) 2025 during cholecystectomy surgical procedure. The g3 should be 06/26/2025 based on MFR report number 2955842-2025-30130.

Event description:
Refer to h11 for follow-up information.